Event description:
The MFR reported that if a clinician prepares for a new patient stress test using the soft key new test button while in the test end screen of the previous patient, the new patient test record will be associated with the previous patient. When viewing the local test database, the test will be listed under the previous patient. If the test is opened for viewing, the previous patient's name will appear in the title bar of the application.